Event description:
When changing the babies diaper, 1.5 cm of a tube was found in the stool. On inspection it looked like the tip of a gastric tube. I showed the father and called medical doctor (md) to the bedside. We removed the neomed enfit 5 fr nasogastric (ng) tube and the tip was missing. The piece in the diaper was the tip of the ng tube. A new neomed enfit 5 fr ng tube was placed. On review, it was found that the ng tube in question was placed on [date redacted]. The manufacturer recommendation is the tube should be changed out on or before 30 days. I am unable to determine the lot number of the ng tube. Manufacturer response for tube, nasogastric, enfit pu feeding tube (per site reporter). Emailed, no response yet.